Manufacturer narrative:
The device was returned to bd for evaluation. Electronic photos were provided and reviewed. The investigation is confirmed for a defective component and component caught in seal. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0607530 implanted port allegedly experienced a defective component and component caught in seal. This information was received from one source. This malfunction did not involved a patient with patient status unknown. The patient age, gender, and weight were not provided.